Event description:
It was reported that a cartridge change error occurred resulting in the customer experiencing an elevated blood glucose level displayed as "high"; although specific value was not provided. The customer administered a correction injection to address bg. Reportedly, the customer loaded a new cartridge to resolve the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.